Manufacturer narrative:
On 8/16/2019, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2019, mentor became aware that the capsular contracture that the patient experienced was baker grade iii. Mentor also became aware that the patient had experienced the right side capsular contracture since 2011 and that they also have bilateral capsular contracture and bilateral ptosis post-operatively. Baker grade for the left side is unknown at this time. The patient's age at the time of event has been updated accordingly. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/10/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample a crease was observed on the anterior aspect. Within the crease a rupture was noted in the posterior and extending to anterior aspect, measuring approximately 3.1 cm. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the crease/fold was created due to the stress cause by the capsular contracture which resulting in a tear at a later date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture. Concomitant products: (left) 275cc mentor memorygel breast implant catalog: 3507275bc lot: 6006530 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with two 275cc mentor memorygel breast implants, suffered right side rupture and right breast capsular contracture; baker grade unknown, post-operatively. As a result, the patient underwent implant explantation on (B)(6) 2019.